Event description:
A nurse reported to baxter (B)(4) of a connection issue with the transfer set. The patient adapter was not stable in the tubing. It turned in the tubing when the doctor tried to connect the catheter adapter to the patient adapter. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.